Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification of anticipated procedural complications. This complaint is due to a known physiological effect of the procedure noted within the directions for use. (B)(4). Device not returned for analysis.

Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure no flow occurred. Target lesion #1 was located in the diagonal artery. The target vessel reference diameter was 2.5mm and the lesion length was 14mm. Target lesion pre-procedure stenosis was 80%. Post-procedure was 2% stenosis. A liberte 2.75x16mm was implanted. No information if direct stenting was attempted. A second liberte stent was implanted, reason documented as "no flow". Target lesion #2 was identified in the diagonal artery. The target vessel reference diameter was 2.2mm and the lesion length was 6.0mm. Target lesion pre-procedure 54% stenosis. Post-procedure was 0% stenosis. A 2.5x8mm liberte stent was implanted. No information if direct stenting was attempted. The procedure was a technical success. Patient was discharged five days later without current anginal complaints or silent ischemia. Discharge medications includes: asa 100mg and clopidogrel 75mg daily for 6 months.